Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the attached images confirmed the reported complaint. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: no lot information was available to complete a database search, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "fourth generation head fracture in ceramic-on-polyethylene bearing after hip revision surgery: a case report" written by roberto valentini, andrea vacchiano, andrea sandri, dario regis, carlo dall¿oca, bruno magnan published by acta biomed published online/accepted by publisher 10 may 2020 was reviewed. The article's purpose was to examine fourth generation ceramic bearings which were developed to reduce wear debris and improve fracture resistance. The case study examines a fourth generation head fracture in ceramic-on-polyethylene coupling with subsequent revision. Data was compiled from a case study involving one patient. Computer tomography scans can be found on page 3 of the case study. Implant images and x-ray images can be found on page 4 of the case study. Adverse events: the patient underwent a right hip revision due to pain, decreased range of motion, implant fracture of the ceramic femoral head, and poly wear of the acetabular liner. The acetabular cup and femoral stem were both well-fixed and retained.